Event description:
It was reported that during a percutaneous coronary intervention (pci) procedure a balloon rupture occurred. The 90% stenotic lesion was located in the severely tortuous and calcified atrioventricular branch of the right coronary artery. The physician advanced the 2.5x15mm maverick2 balloon catheter to the lesion and attempted to inflate the balloon and it moved proximally. The physician repositioned the balloon and began inflation and the balloon ruptured. There were no patient complications. The procedure was successfully completed with another device. Patient status is reported a "good".

Manufacturer narrative:
Device evaluation: the complainant indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant info from that review, a supplemental medwatch will be filed.